Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 6th, 15th, 16th and 21st distal stent segments were deformed with raised struts. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a severely calcified and moderately tortuous rca lesion exhibiting 80% stenosis. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when attempting to cross the target lesion, but excessive force was not used. The endeavor resolute failed to cross the target lesion . It was reported that struts of the stent appeared damaged, therefore the stent was replaced with another endeavor resolute of the same size. The procedure was completed without complication . No patient injury. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.